Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer inspected the unit and learned that staff stated the issue was not a hilum leak, but that the unit was powered down when in service. To fix the issue fse attached logs with no errors related to powering down, the unit had an auto-fill error and a iab disconnect error. The regulator was out of calibration during run through, was calibrated during run through of unit. Calibration, safety, and functionality checks were completed per the service manual and passed to factory specifications. The unit was returned for clinical service upon completion. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4,e1(site country),e2,e3,g3,g6,h2,h4,h6(type of investigation,investigation findings,investigation conclusions),h10. Additional contact information - name:(B)(6).